Event description:
Pt tested on the suspect device and the result was hi. The pt was non-responsive and was transported to the hospital. A lab glucose was 19 mg/dl. The pt was treated with d50. Controls were not used. The device was replaced and requested to be returned for evaluation.